Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that shim was missing ball. No patient involvement has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned tasp shim exhibits signs of repeated use. There are scratches and etching wear on the anterior side. The ball bearings are missing. The missing components were not returned. Device history record was reviewed and no discrepancies were found.root cause was determined in CAPA 997 to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.